Event description:
Customer reported the act button on the insulin pump was not responding. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the keypad issue. Customer also mentioned the device was damaged on lcd screen. Customer's blood glucose was 142 mg/dl. Customer was unsure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. The device had broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.